Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that cutter was defective, and suction was not possible before the vitrectomy surgery. The surgery was completed after replacing the product with new one. There was no patient impact.